Manufacturer narrative:
This event was submitted in error, no additional reports will be forthcoming. This case is not considered reportable.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x8 powerflex p3 f5 percutaneous transluminal angioplasty (pta) balloon did not inflate with the saline/contrast. However, the solution came out of the distal tip. It was noted that the leak seemed to be coming from the guidewire lumen. The inflation device was attached properly. The procedure was completed after a second similar balloon was opened. It is unknown if it was another cordis device. There was no reported injury to the patient. The tech was an experienced tech who uses the product daily. This was a dialysis access case. The product was stored according to the instructions for use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, style, or any of the sterile packaging components. There are no kinks or other damages noted prior to inserting the device into the patient. The device will be returned for evaluation.